Event description:
During a system check performed at a routine clinic visit, the physician observed a sensing issue. Physician brought the patient in for surgical intervention and observed corrosion at the ipg header sense lead pin connector port and at the sensing lead connector pin. Physician attempted to clean the corrosion, and the connector pin detached. Physician explanted the ipg and sensing lead and implanted a new ipg and sensing lead, and the incision was closed. Upon conclusion of root cause investigation and returned product analysis on 5 feb 2026, we found that the ipg grommet used to make contact with the lead connector was damaged with a pinhole tear in the slit. This allowed biologic material to ingress, resulting in device corrosion. This exposed the patient to corroded material. The device removal procedure addressed this risk and the issue is now resolved.